Event description:
It was reported that the sys collimated in by itself and would not fluoro. Also vertical column lift function was intermittently not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate collimation problem. Vertical lift power supply was replaced, sys operates as intended.